Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test was performed. A very fine ventricular fibrillation (vf) occurred during the test and the device took longer to recognize the rhythm due to undersensing and was externally shocked by the physician. A second attempt was performed and the shock was not effective and another external shock was required. The physician mentioned the patient takes some psychotropic drugs and has a high potassium level. Technical services (ts) discussed primary and secondary vectors had good sensing in sinus rhythm, however, there were varying amplitudes observed in vf, which explains the delay in detection/therapy. An x-ray was performed and showed a slightly too cranial electrode position. The electrode was repositioned and dft testing repeated successfully. The s-ICD system remains in service. No additional adverse patient effects were reported.